Event description:
It was reported to philips that their was sparks coming from the blades when testing was being preformed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer was given a quote for repair, however, the customer did not reply to the quote, therefore, the device was not evaluated. The service order was closed if the customer is in need of further assistance a new service order will be opened and will be captured through philip's normal complaint procedure.